Event description:
It was reported that a malfunction occurred on the pump after the caller got caught in the rain. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to report any recurring malfunction codes.